Manufacturer narrative:
The insulin pump passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No excessive no delivery alarms noted. All operating currents are within specification. Device received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump kept alarming no delivery. The patient's blood glucose was 360 mg/dl. She changed her set and had lunch; however, her blood glucose increased to 444 mg/dl. Two hours later, her blood glucose exceeded 600 mg/dl. The patient experienced abdominal pain and nausea. She had been treating via insulin pump bolus. During troubleshooting the customer did not believe there were site related issues. Her site was a little red as it normally is. The customer was unable to properly perform the high pressure test. The insulin pump was returned for analysis.